Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by a slightly elevated cell count. The same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unspecified prophylactic antibiotics for peritonitis (dose, route and frequency not reported). Four days after admission to the hospital, the pt was discharged. In the month following the onset of peritonitis, the pt was recovered. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896118 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.